Event description:
A device was implanted, date not indicated. On 12/17/96 the device was removed from the pt and another device implanted due to fluid loss bilateral cylinders. Co has requested add'l info.